Manufacturer narrative:
Pump received with cracked and bleeding lcd glass.

Event description:
The customer's wife reported via phone call that the insulin pump had a cracked screen that could not be read. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.